Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels on multiple occasions. The customer felt the pump was a suspected cause. Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected. A correction bolus was delivered to address the high bg level. The customer reverted to using a non-tandem pump to manage diabetes.